Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specifications. The inspection of the connector header revealed damages of the intended screwdriver slot at the atrial level (hole) and of ventricular setscrew and terminal block. These damages are typical from a cross-threaded setscrew and confirm difficulties were met during the screwing/unscrewing operations. Because of these findings, it is likely that the electrical continuity was not ensured between the lead pin and the pacemaker components; consequently, failure to pace/sense (or loss of capture) and high impedance could have been observed.

Event description:
Reportedly, a not confirmed pacing failure in vvi mode was observed for the pacemaker involved in this MDR report. During the follow-up dated 2007, the threshold tests performed as in d00 as in v00 mode did not show anomaly (atrial threshold: 1.25v at 0.5ms; ventricular threshold: 0.75v at 1.0ms). However, the x-ray showed a dislodgement of both leads, the physician decided to proceed to the implant revision. At the implant revision, the physician inserted a new ventricular lead, re-located the atrial lead and decided to replace this pacemaker that he returned for analysis.